Manufacturer narrative:
Concomitant medical products: enlw1628c124e stent graft, enlw1613c124e stent graft implanted: (B)(6) 2011.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had to be repositioned multiple times in order to achieve better sensing of p waves. On the fourth attempt to place the lead, the physician as unable to enter the lead with the stylet due what was thought to be blood in the end of the lead. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the distal conductor distorted and fractured within the is-1 connector. These damage contributed to the electrical complaints, and stylet insertion. If information is provided in the future, a supplemental report will be issued.